Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
I was reported the customer experience a low blood glucose (bg) level of 42 mg/dl. Reportedly, the customer had increased basal rates to address an infection unrelated to diabetes. The infection cleared and pump basal rates needed to be adjusted. In addition, the customer had exercised. The customer address the low bg with carbohydrates. Recommendation was made to discuss diabetes management with a health care professional.